Manufacturer narrative:
H6: medical device problem code 2017 clarifier- failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the superficial femoral artery was heavily calcified, heavily tortuous and 91% stenosed. The vessel diameter was 6mm. A 6fx100cm sheath was used. The vessel was pre-dilated with a 6mm balloon to 6 atmospheres. Atherectomy was not used. During deployment of the 6.0x150mm supera stent, the thumb slide was not advanced to the most distal position on the handle. The doctor forgot to open the release lock after releasing the stent, therefore when the delivery system was removed the partially deployed stent was also removed from the anatomy with the system. A new same size supera was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent returned deployed). Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It should be noted that the supera peripheral stent system instructions for use (IFU) states: under fluoroscopy, continuously and slowly retract and advance the thumb slide multiple times. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as it is likely that failure to open the release lock/rotate the deployment lock to the unlocked position and advance the thumb slide to the most distal position of the handle resulted in not fully deploying the stent; thus during device removal inadvertently withdrew the stent from the anatomy resulting in the reported activation failure. As there was no damage noted to the device during the inspection prior to use, manipulation of the device during use/withdrawal and/or after removal from the anatomy likely resulted in the noted device damages (multiple coupler kinks, coupler material separated/bunched) and the noted fully deployed stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.